Event description:
During follow-up, noise episodes and an increase in capture threshold were observed on the right ventricular (rv) lead. X-ray imaging revealed a fractured rv lead and it was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in three pieces. Visual examinations found multiple external insulation abrasions proximal to the suture sleeve tie impression location breaching all the lumens. The etfe cable coating and ptfe liner were intact but the ring electrode coil was found to be exposed in one of these abrasions. The cause of the reported events was due to the external insulation abrasion exposing the ring electrode coil which is consistent with friction to the device can. Other damages found are consistent with procedural damage. Abbott is continuing to monitor this issue.